Event description:
My essure implants make me hurt constantly. They also only allow me to bleed 2 days out of a month. I feel nauseated and cannot eat. I have not gone to a doctor about it yet, but I would advise against anyone getting this form of birth control. I feel pregnant although I'm not. I wish I'd never gotten this form of permanent birth control. It also keeps me angry. My headaches are also worse now than they have ever been. Thank you, (B)(6).